Event description:
While cannulating during an ercp procedure, the physician & nurse noticed flecks of black paint coming off the cannula into the pt's duodenum. The cannula was immediately taken out of the pt.